Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be determined. Additionally, it was confirmed that patient safety was not impacted by the 5¿10 minute procedural delay. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no image. The issue was found during the hysteroscopy procedure. There was a minimal procedural delay that caused no harm to the patient. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found loose coupler mount. Additionally a third party repair cable was found on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.